Event description:
It was reported that a home patient (hp) had a high drain 103 alarm on a homechoice (hc) device after use. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patients fill volume in standard mode. The technical service representative (tsr) explained the alarm. The hp did not have any symptoms associated with an increased intra-peritoneal volume (iipv) event. The machine was swapped and the patient was advised to continue therapy using continuous ambulatory peritoneal dialysis (capd) until the new machine arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated for the reported event. A review of the event history log confirmed the occurrence of an increased intra-peritoneal volume (iipv) event. An internal and external visual inspection was performed revealing corrosion on an accomp pcb connector. The issue was determined to be unrelated to the iipv event. The device was determined to meet electrical performance specification requirements but failed functional testing due to an unrelated device communication issue. The device passed subsequent volumetric accuracy and temperature testing. A simulated therapy was completed successfully. Upon conclusion of the investigation, the cause of the reported issue was determined to be insufficient drain due to the tidal total ultrafiltration (uf) removal being set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. The guide warns that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy." This can result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.